Event description:
On (B)(6) 2022 the customer stated the following: flexi dam has small holes, not visible to the eye. This resulted in hypochlorite in the throat of one patient.

Manufacturer narrative:
Investigation: this complaint is for material 390035 flexi dam non latex purple, batch j157577, qty 4. Inventory analysis shows no remaining product in stock of this lot number. Sap shows stock of this batch at kg, containing 960 boxes of dental dam, was depleted 6/30/2021. Sap shows stock of this batch at ag, containing 17 boxes of dental dam, was depleted 7/13/2021. Product was returned for investigation and photos were provided. The dental dam in the photos was provided in a separate bag and was confirmed to have very small holes in it. Holes cannot easily be seen without stretching the dental dam. 3 boxes were returned from the customer and will be returned to hygenic for investigation. Complaint history was reviewed from 2/7/2021 to 2/7/2022. This is the only complaint in this timeframe for material 390035. Interview with the product engineer indicates the severity of this complaint is serious. Holes in the dental dam allowed hypochlorite to go down the patient's throat, resulting in the patient receiving chemical burns in the mouth and throat. Supplier investigation the 3 returned boxes of 09947 lot j157577 were evaluated. It was confirmed that 2 dam units with punched holes contained holes. The other samples reviewed having a defect circled were determined to be thin spots that are between the ridges of the dam. It is characteristic of the dam to be thinner between the ridges. If you stretch the dam far enough, you will see a "webbed" pattern where the material is thinner in the middle. This is normally uniform in size; however, sometimes you will have one webbed pattern that is a slightly different shape. This does not affect the function of the dam and should not form a hole. A sample of unused dam was reviewed as well and no holes were observed like the holes in the punched dam. Therefore, no manufactured defect was determined to cause the holes. It was also stated that a hypochlorite solution was used on the material. After research of the effects of hypochlorite solution on our material by the process/product engineer, it could not be determine the cause of the holes. The solution should not affect the material where it would cause holes unless a very high concentration was used. This is the first complaint regarding this issue for this part/lot. Hygenic will continue to monitor for a trend through our complaint system.